Manufacturer narrative:
Testing of actual/suspected device: the distributor's getinge trained field service engineer (fse) was dispatched to evaluate this unit. The fse was able to confirm the reported issue and replaced the power supply and motor controller board which were noted to be spare parts. The fse performed running tests for one hour then returned the iabp unit to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use and during a check of the device, the cardiosave intra-aortic balloon pump (iabp) was unable to boot. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g4, g7, h2, h10. It is expected that the suspected faulty power supply and motor controller board will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Manufacturer narrative:
Event site postal code: (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) not booting up. There was no patient involvement. A getinge field service engineer (fse) stated that issue was resolved by the dealer by replacing the pwr suply+pcb motor controller and the iabp was then released to the customer and cleared for clinical service. There was no patient involvement. There was no service order for technical information as this is a customer repaired device.